Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dissection is a known adverse event as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the proximal circumflex artery with heavy tortuosity and moderate calcification. Pre-dilatation was performed. During angioplasty with the xience v, a dissection occurred, which was treated with another xience v stent. There were no adverse patient effects reported. No additional information was provided.